Manufacturer narrative:
There were issues with the na precision check results and the calibration slope. The ion-selective electrode check result was acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter received a questionable sodium electrode result for one patient sample tested on the cobas pro ise analytical unit. The high result was 170 mmol/l and was deemed incorrect. The low result was 142 mmol/l.

Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided. The investigation is ongoing.